Manufacturer narrative:
Device #1: investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. The event code is addressed in the package insert. This is the same event as 1043534-2010-00099, 00100. This report will be updated when the investigation is complete.

Event description:
Allegedly, there was a crack in the ceramic head. Pt had complained of squeaking but surgeon could not reproduce in office. Failure occurred while walking after working under truck.